Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter.. Product ID: 8780, serial/lot #: (B)(4), ubd: 11-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The healthcare provider reported that the patient had back surgery and the surgeon at that time cut part of the catheter. The catheter now was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.